Manufacturer narrative:
(B)(4). Sample was received. The position of the cam when valve was received was at setting 7. The valve was visually inspected; a small tear/cut was noted in the silicone housing in the needle guard. The valve was hydrated. The valve was tested for programming and passed the test. The valve was flushed and passed the test no occlusion was noted. The valve was leak tested and only leaked from the needle holes in the needle chamber. The valve was reflux tested and passed the test. The siphon guard was tested and passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested and passed the test. No root cause could be determined as the technician was unable to confirm the problem reported by the customer. A review of the history device records was not possible as the lot number was unknown. Based on the results of the investigation, the reported issue is not confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that a certas plus valve (ID: 828806 certas inlin vlv sphn/unit cat) was implanted. The date of implantation and the initial setting is unknown. The x-ray images showed no improvement, therefore the surgeon attempted to change the setting. However the setting could not be changed except 4 and 5. Therefore a revision surgery was performed on (B)(6) 2019. No further information was provided by the hospital.